Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at office visit on (B)(6) 2015. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. No known surgical interventions have been performed to date.

Event description:
It was reported that the patient had a full vns replacement surgery. The explanting facility does not return explanted products, so product return is not expected. No additional pertinent information has been received to date.